Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with an unknown ha filler and would have intermittent swelling following the injection. Approximately three months after injection, patient ended up in the ER with periorbital swelling and significant cheek swelling that were treated with steroids and antibiotics. Abscess was noted and the area was incised. A year later, a fat graft was placed in the area but did not stay. Roughly 2 and a half years later, patient was injected with juvéderm® voluma¿ xc in the left cheek and chin to improve the facial deficit. A little over a week later, patient had significant swelling of the left cheek and firmness/induration in the injected areas. Patient was treated with clindamycin and doxycycline originally. Treatment was later changed to a medrol dose pack, doxycycline, arnica, and an unspecified antihistamine. Symptoms are ongoing.